Event description:
It was reported that during a da vinci s esophagectomy procedure the surgeon applied bipolar cut energy to the maryland bipolar instrument and the tip sparked. The surgical staff noticed that the instrument jaws were burned and replaced the instrument with another instrument of the same type. The surgeon applied bipolar cut energy to the replacement maryland bipolar instrument and the tip sparked. The planned surgical procedure was completed and no pt harm, adverse outcome or injury was reported, however, the surgical staff reported that the pt appeared to bleed more than previous pt's whom underwent similar procedures. The following medwatch report was sent to the FDA for the second maryland bipolar instrument: MFR report # 2955842-2009-00212.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the insulating material at the tip was burned. Both yaw pulleys exhibit charring and localized melting at the grip base. Electrical continuity passed. No other damage found. On 05/27/2009, intuitive surgical's manager of clinical development engineering emailed the surgeon, (B) (6), and highly recommended he discontinue use of the bipolar cut function with intuitive surgical's instruments, as this function has never been tested for use and can cause damage to the instruments. The cut function has the potential to allow for a higher energy current to go through the instrument tips. On 05/30/2009, dr (B) (6) responded to confirm that he will abstain from using bipolar cut mode in future surgical procedures. He stated that he believes the spark occurred because the instrument jaws had fatty tissue and blood attached to them as well as the instrument was angled upward.